Manufacturer narrative:
Investigation: samples received: 12 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured in the market (B)(4) of this code-batch. There are 24 units in our stock. We have received 12 closed samples for analysis. The needles of the samples received have been tested for bending strength and the results fulfill product specifications: 69.00 nxcm in minimum. Minimum bending strength specification: > 67.5 nxcm. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: although the results of the samples received fulfil b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. When additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that there is an issue with a bent needle. The reporter indicated that during a caesarean surgical procedure, when using a novosyn 2 needle 48 round on the suture of the uterus, the tip of the needle was twisted with the risk of breaking. Per the reporter, another suture with the same thread and with the same batch number resulted in the same problem. The box the event batch number was withdrawn and replaced by a box of a different batch number. Patient information is not available.